Event description:
It was reported that the universal surgical manipulator (usm) faults with obstruction message. The customer stated that they attempted to power cycle the system quite a few times but was unable to clear the issue. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found the universal surgical manipulator (usm) 1 faulting with obstruction message. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, but no faults could be identified. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.